Event description:
Dealer called stating that the 9099 hydraulic pump for the 9805 hydraulic lift is allegedly leaking oil. Dealer verified that this serial numbered pump is an out of box failure at his shop - no end user. No injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9099, serial number/date code (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1049388 rev c (jun-00) was issued with this device. The owner's manual is also found on-line at invacare.com. This products serial number falls under CAPA #(B)(4). It is a known issue with invacare. The dealer has verified that this is an out of box failure at the dealer. No end user involvement. The malfunction has not been confirmed.